Event description:
It was reported the top connection tab on the atrial side that secures cable is broken off. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the atrial output connector is broken. (B)(4).